Event description:
Infection and inflammatory reaction due to cardiac device, implant, and graft (cms-hcc). Blood cultures x 3, wound culture, and to the operating room for explant. Infectious disease consulted: recommend initiating vanc and zosyn after cultures obtained.